Manufacturer narrative:
According to the complainant the device has been discarded and will not be returned for investigation. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.4. Hardware: iphone16.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. The lot details provided show that the patient was using an expired pod. As per omnipod®5 automated insulin delivery system - user guide(model: pdm-h001-g-xx pt-000369-aw rev 009 08/22, 5 activating and changing your pod / page 95) caution: do not use a pod if the sterile packaging is open or damaged, the pod has been dropped after removal from the package, or the pod is expired as the pod may not work properly and increase your risk of infection.

Event description:
It was reported the patient's blood glucose level rose to 270 mg/dl while wearing the pod between 1 and 4 hours. The patient reported being unsure if the cannula was properly seated in the infusion site. Information on treatment was not provided, and the pod has been discarded.